Manufacturer narrative:
The customer did not provide the patient's weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed slight bubbles in the wash pump and replaced the seal, rotor and o-ring as well as cleaned the wash valve. The system performance was verified by performing a passing system check, high sensitivity system check and quality control. After this service, the customer generated additional non-reproducible elevated access accutni+3 patient results. Mdrs for these results are listed below. Service was dispatched and replaced several wash valve components. The fse also proactively replaced the precision pump seals and o-rings. The analytical module was inspected and verified. The fse performed a verification protocol consisting of a system check, a high sensitivity (hs) system check, and a precision run. All tests passed verification specifications. No system or hardware issues were identified as contributing to this event as qc and verification testing met specifications before the non-reproducible access accutni+3 results were obtained. The cause of this event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2015-00192, 2122870-2015-00193, 2122870-2015-00194, 2122870-2015-00195.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for four patients. This report addresses the results obtained for one patient, designated as patient 1. The initial elevated access accutni+3 result was above the assay's normal reference range. As this result did not match the patient's earlier result, the patient's sample was repeated once on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered with elevated results, above the assay's normal reference range. The customer transferred the patients sample to an insert cup and reanalyzed the sample three times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and results recovered lower, with results within the assay's normal reference range and above the range. The customer also analyzed the same patient's sample two times on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and recovered with results within the assay's normal reference range. The elevated results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications before this event. System check was repeated after obtaining the non-reproducible access accutni+3 results and did not meet specifications. The patient's sample was collected in a lithium heparin plasma tube and centrifuged at 5000 rpm (revolutions per minute) for five (5) minutes. No issues with sample integrity were reported by the customer.